Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The esc button on the insulin pump had intermittent response due to corroded keypad traces. No unexpected button error alarms noted during testing. The device had cracked lcd window, cracked case at lcd window corners, broken reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm during bolus. The customer confirmed that the insulin pump was recently exposed to sweat. Blood glucose levels at the time of the incident were 93 mg/dl and 116 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.